Event description:
The account alleged that the bed has an issue with the staying in the trendelenburg position. No pt impact.

Manufacturer narrative:
The tech found head cross tube was loose and the retaining strap on the right hand side was loose and the bushing was missing. The tech replaced the bushing and the retaining straps to resolve the issue.